Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface to stack flex assembly cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface to stack flex assembly cable and determined that the cause of the reported issue was due to damaged pins, designator c2 and c3.

Event description:
The customer contacted physio-control to report that their device gets stuck on the self test screen and continually turns itself off and on when attempting to turn the device on. The device never fully boots up. As a result, defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device gets stuck on the self test screen and continually turns itself off and on when attempting to turn the device on. The device never fully boots up. As a result, defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.